Event description:
The customer contacted stryker to report that their device main keypad was not functioning. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device but the reported issue was not able to be reproduced or verified. The root cause was able to be traced to both keypads and the keypad assembly but further root cause was not able to be established. These were replaced to resolve the customer's issue and the device passed testing before being returned to the customer.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device main keypad was not functioning. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.